Event description:
It was reported that the during device check up the implantable pulse generator (ipg) triggered elective replacement indicator (eri) /recommended replacement time (rrt) and was in vvi65ppm mode. The ipg was reprogrammed to original settings, and remains in use. The eri was determined to be caused by ¿measurement lock-up of dual chamber pacemaker¿. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, false elective replacement indicator (eri) triggered on (B)(6) 2015 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).